Event description:
Report 2 of 4. Consumer reported via e-mail that upon removal of a tampon, the pledget fell apart. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. H3 other text : not returned to manufacture.

Event description:
Follow-up report 2 of 4. Additional information received indicates the consumer visited her obgyn and a vaginal exam confirmed that no pieces of tampon pledget were inside of her vaginal cavity.

Manufacturer narrative:
Additional information was received. A vaginal exam with consumer's obgyn confirmed that no pledget pieces were inside of her vaginal cavity.